Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that, during a thr surgery, upon impacting the dual-mobility head it dented the polyethylene plastic insert. Surgeon was not comfortable using that implant. It is unknown how the procedure finished and if there was a surgical delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The insert is damaged, dented and deformed from trials of impaction. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The probable causes for the reported event could be but not limited to damage from repeated impaction, inappropriate surgical technique and patient anatomy. The contribution of the device to the reported incident could be corroborated as the device is damaged and dented. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).